Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient's system controller was exchanged on saturday due to no data displaying on multiple monitors. There were no issues with the connection or displaying data on the new system controller. Log files were submitted for review, which appeared to show 2 isolated low flow events on (B)(6) 2024 at 6:29. There appeared to be no other unusual events recorded in the log file history.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller not connecting to or downloading from the system monitor was confirmed via evaluation of the returned system controller. Upon connecting the returned heartmate 3 system controller, serial number (B)(6), to the system monitor, the reported event of no communication between the system controller and system monitor was confirmed. The resistances of the underlying wires of both power cables were measured, revealing an open loop on the orange wire. The orange wire corresponds to the communication wire of the system controller and damage to the orange wire. The outer jacket of the white power cable was stripped, and the orange wire was observed to be severed near the controller connector bend relief. The orange wire being severed is consistent with the reported event of no communication between the system controller and system monitor. The system controller power cables were replaced with known working test power cables and the system controller was able to pass all functional testing and support a mock circulatory loop for an extended period without issue. The power cables were also found to be kinked on both the black and white cables near the system controller side bend relief. The provided information indicated the system controller exchange resolved the lack of communication. The root cause for the lack of communication between the system controller and the system monitor was determined to be due to the orange wire in the white power cable being severed. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial #: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible) and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. D) section 8 - ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. C) section 6 - ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook (rev. D) section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (rev. C), under section 2 ¿system operations¿ explain the system controller user interface, including the display screen and all buttons, lights, and symbols. Additionally, the sections instruct the user to confirm the green pump running symbol is illuminated on the system controller. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.